Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported, "rupture". Confirmed by MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed two openings assessed as fold flow opening. As per the investigation procedure non penetrating nick and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "rupture" confirmed by MRI. This record is for the right side. The device has been explanted and replaced.